Event description:
Olympus was informed that during a colonoscopy procedure, the biopsy forcep would not function correctly and a piece of the forcep broke off inside the patient's colon. The piece of the forcep was successfully retrieved with no injury, and the procedure was completed using another device. Olympus followed up with the user facility to obtain add'l info regarding the report but with no results.

Manufacturer narrative:
The biopsy forcep has not been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.